Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was performed for provided lot number 9277328. The review did not reveal any detected quality issues during the production process that could have contributed to this incident and all inspections were found to be within specification. To further investigate this incident two picture samples were provided for evaluation by our quality engineer team. Investigation conclusion: through examination of the picture samples, safety shield activation failure was observed. Root cause description: it has been determined that this incident did not result from an error within the assembly process, therefore, a definite cause related to the manufacturing site cannot be identified. It has been determined that this defect most likely resulted form improper usage of the device. It is important that the instructions for use are carefully followed when using the saf-t-intima product. Our quality team will continue to monitor the production process for signs of potential defects and emerging trends. Rationale: based on an evaluation of severity and frequency, no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety did not engage during use when the needle was removed, leaving it exposed. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "while starting the patients IV, when the needle was removed to advance the catheter forward, the safety cap to the needle did not engage leaving an exposed needle. The patient nor the IV were affected during the incident."